Manufacturer narrative:
Manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the delivery system could only partially deploy the stent. One stent graft strut was found between outer surface and sheath marker, perforating the inner layer of the sheath which made a complete deployment impossible. An indication for a process related issue could not be identified. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.' Regarding the anatomy of the placement site the IFU states: 'the safety and effectiveness of the device when placed across a tight bend including the terminal cephalic arch or across the elbow joint has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.' Furthermore, the IFU states: 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (¿). Flushing these lumens will also facilitate stent graft deployment.' Expiry date: nov / 2020. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the endovascular stent graft allegedly would not deploy. Reportedly, the stent graft delivery system was removed without incident and another was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the endovascular stent graft allegedly would not deploy. Reportedly, the stent graft delivery system was removed without incident and another was used to complete the procedure. There was no reported patient injury.